Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of group a strep clia-waived kit, an unspecified number of negative group a strep patient results were obtained from a veritor analyzer. Upon performing pcr confirmatory testing, positive group a strep results were obtained. It is noted that the user does not have any further information; however, no health impact or consequences were reported.